Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, the ventricular lead exhibited high thresholds. An x-ray was performed to check for lead damage and none were detected. The patient experienced dizziness. The physician suspected a malfunction of the pacemaker and the lead. Both pacemaker and lead were explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
A partial lead with the tip measuring 2.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.